Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During preventive maintenance by a service technician this bio-console instrument did not power on during first check. There was a power supply failure. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Conclusion: the complaint was confirmed for the instrument not powering on during first check as there was a power supply failure identified during preventive maintenance. The service technician also stated that the problem was no power because the batteries would not charge. The issues were resolved by replacing the power supply and batteries. During the service the technician noted that the sc boards had failed. The issue was resolved by replacing the assy 560 bio-console syscon. Preventive maintenance was performed per specifications. This occurrence was identified during preventive maintenance, therefore, there was no patient involvement. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. The batteries are expected to perform for up to 3 years from the date of battery manufacture. A review of complaint and service records associated with this unit found no other instances of battery replacement within 3 years. The batteries met their life cycle requir ements. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation : during preventive maintenance by a service technician the instrument did not power on during first check as there was a power supply failure. The service technician also stated that the problem was no power, because the batteries would not charge. The issues were resolved by replacing the power supply and batteries. During the service the technician noted that the sc boards had failed. The issue was resolved by replacing the assy system controller module. Preventive maintenance was performed per specifications. Note: the instrument was evaluated in the field by a field service technician. The instrument did not return to medtronic for analysis. Additional information b5: additional information was received stating that the problem was no power, because the batteries would not charge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.